Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient removed the device on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the baker grade for each side was IV. The report indicated that the MRI and ultrasound examinations showed bilateral ruptures. The pre and post operation showed ptosis, grade IV capsular contracture, asymmetry issue, and rupture with pain. As a result patient underwent complete capsulectomy, lateral capsulorrhaphy, and bilateral replacements with mentor smooth round high profile 550ml. On (B)(6) 2022 ,the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device identity was revealed as : cat#: 3504004bc, lot#: 5569689. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report relates to the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample revealed that the smooth hpg, 400cc breast implant had a crease/fold on the anterior view. A tear within the crease/fold was identified, extending to the posterior view and measuring approximately 6.5 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with an unspecified mentor gel breast implant and experienced postoperative bilateral capsular contracture baker grade IV. The diagnosis was not yet confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.